Event description:
Per the surgeon, the patient claims breast implant illness, no other symptoms specifically. However, the surgeon disagrees as there isn't an official medical diagnosis for breast implant illness. Per the surgeon, patient has bilateral capsular contracture, baker grade unknown, right-side and illness.

Manufacturer narrative:
Sientra complaint (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.